Event description:
Caller states pt reportedly received result of 318 mg/dl on inform system 1 and result of 111 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The medwatch report is for the suspect device used in system 1 (lot number 550813, expiration date 01/31/2010). Reference medwatch report is for the suspect device used in system 2.